Event description:
Information received by medtronic stated that they experienced a hyperglycemia. Customer blood glucose level was 310 mg/dl and his current blood glucose level was 245 mg/dl. No harm was required during medical intervention. The device was returned for analysis.

Manufacturer narrative:
Customer complained on (B)(6) 2022 the pump is under delivering and experiencing high bg. Unit passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0873 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 26.8 units of normal bolus was delivered on (B)(6) 2022 between 01:57:12.000 and 20:40:30.000. Pump was cut to perform visual inspection and found moisture damage on the pcba 1, force sensor and motor home switch. Force sensor zero offset within specification with 22.6mv. Motor was tested outside of unit it failed. The p-cap/reservoir does lock properly. The following were noted during visual inspection: stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and label damage (serial number label fading). Pump passed functional testing and no under delivery anomalies noted during testing. Unable to confirm high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.